Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " after the catheter inserted, it was found that the balloon air bag was bad and not functioning properly". Additional information states that to continue therapy, another catheter was inserted into the same insertion site. No patient injury or consequenece reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a shipping box and was in its original tray. Upon return, the iabc/bladder was noted in its original packaging location, within the tray, no abnormality was noted with the original packaging tray. The one-way valve was connected and tethered to the short driveline tubing. The peel-away sheath was on the iabc. The stylet was fully inserted within the iabc. No blood was noted on the returned sample. Returned with the sample were supplied components including: one 40cc inflation driveline tubing, one long ap tubing, and one 60cc syringe; all components were inspected, and no abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the iabc was removed from the original packaging tray without any difficulty. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A manual inflation was performed. Initially, the bladder would not fully inflate near the iabc distal tip due to what was noted as the bladder sticking in the distal area. Using additional force/pressure with the syringe for manual inflation, the bladder suddenly fully inflated while making an audible peeling noise. The iabc was leak tested in accordance with testing methods from manufacturing procedure. The iabc bladder was fully inflated. No leaks were detected. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. Ther were no alarms triggered. The bladder inflated and deflated completely with each beat. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab would not inflate completely is confirmed. During the investigation, the returned iabc bladder did not fully inflate. No leaks were detected during the leak test. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not fully inflating. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported " after the catheter inserted, it was found that the balloon air bag was bad and not functioning properly". Additional information states that to continue therapy, another catheter was inserted into the same insertion site. No patient injury or consequenece reported. The patient's current condition is reported as "fine".